Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous submission. The subject device was not returned to the legal manufacturer (lm) for evaluation; however, the device was returned to olympus oca, and was observed to be cracked. Since the lm could not perform a physical device evaluation, an update has been made to h3 and h6 from the previous submission. There is change to the previously reported lm investigation results. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00078. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, this single use distal cover had an out of box failure. It fell off into the patient. Additionally, the cap was broken where it was supposed to lock in place. The issue was found at the end of therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, when the duodenovideoscope was removed from the patient. An esophagogastroduodenoscopy immediately after the procedure was required to remove the cap from the patient duodenum. The procedure was completed but was delayed for 15 minutes. There were no error messages observed. The duodenovideoscope and the cap were inspected prior to use. There were no reports of patient or user harm. This report is related to patient identifier: (B)(6) .

Event description:
It was reported that an anti-fog agent was not applied to the scope lens. However, a small amount of surgilube was used during the procedure. After attaching the distal cover to the scope, the device was pulled/twisted to ensure it did not easily detach. The distal cover was firmly pushed in until the distal ring was fully visible within the distal cover opening. Also, it was confirmed that the distal cover was not damaged after it was attached to the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus oca, but still awaiting return to the legal manufacturer. Therefore, since the actual product has not been returned to the legal manufacturer, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely detached from the scope easily due to the following: 1. The distal cover overlapped the hook on the tip of the endoscope, and it is likely that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was insufficient, and the distal cover easily detached from the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to d4 (UDI) from the initial medwatch. An update has been made to h3. Also, information has been added to b5 and h4. Olympus will continue to monitor field performance for this device.